Event description:
It was reported this pt underwent stent placement in 2001 due to carcinoma of the cardia. Several months post-stent placement, the pt experienced pain. Following an endoscopic exam, the stent was noted to be fractured. The lower stent segment was also noted to have migrated distally. No add'l details are available at this time. Should add'l details become available, a supplement will be forwarded at that time. The device remains implanted and is not available for eval. Therefore, no failure analysis is available. Without evaluating the device and without add'l details MFR is unable to determine the cause for this event at this time.